Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of remaining of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. -inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, and the customer¿s allegation was confirmed. The unit was inspected, and testing found foreign material clogging the nozzle, due to insufficient cleaning. Additional evaluation findings were as follows: due to the nozzle being clogged, both the air and water supply volume as well as the water removal ability did not meet the standard value, the air and water tightness was lost due to a pinhole on the channel-tube, due to wear of angle wire, the bending angle in the up direction and the play of up/down knob did not meet the standard value, the bending section cover had a scratch, was chipped and had a white clouded area, the bending tube had a dent, the connecting tube had a scratch and a wrinkle, the objective lens had adhesion cloudiness, the light guide lens had a white-clouded area and the adhesive around the lens was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus poor water flow issues from the air/water flow system in the gastrointestinal videoscope. There was no delay or report of patient harm associated with the event. The device was returned and evaluated; the nozzle was clogged with foreign material. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.